Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure the customer reported the device was in use, but there was no patient harm reported.